Event description:
During cataract surgery, while using phaco-handpiece, small pieces of metal observed floating in front of iris. The surgeon irrigated pieces out of wound and eye. Phaco handpiece immediately removed from svc. Description of work done: test machine and suspect us hand unit tested all functions of machine including irrigation, aspiration, vaccume, ultrasound, diathermy and vitrectomy. All tests check ok. Suspect hand unit checked ok - suspecting needle to hand unit could have caused metal fragments. Needle to suspect hand unit was thrown away - testing another used needle under microscope revealed curling of the metal at tip with ultrasound action. This could cause metal to come loose from needle. Advised replacing all needles to us handpieces. This finding is just speculation and the suspect hand unit has been removed from svc at this time.